Event description:
I had a left total hip replacement on (B)(6) 2007. I received the depuy total hip system pinnacle 100 acetabular cup sz mm50. Prior to surgery, I had pain in my left hip due to degenerative joint disease. On (B)(6) 2012, a hip aspiration was taken and I was diagnosed with high levels of chromium and cobalt in my blood. I had to have a left total hip revision on (B)(6) 2012, requiring add'l hospitalization and physical therapy. Dates of use: (B)(6) 2007 - (B)(6) 2012. Diagnosis: left hip degenerative joint disease.